Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter became stuck with the guide wire. The 99% de novo target lesion was located in the moderately tortuous and mildly calcified posterior descending artery (pda). The 8mm x 1.50mm apex push mr balloon catheter was advanced to the lesion for predilatation and was inflated once. During removal, the device became 'stuck' on the non-bsc guide wire. The device and the guide wire were removed together. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found a small build-up of what appeared to be solidified blood inside the guidewire lumen. This build-up of material was located at 9.6cm proximal to the tip. When a mandrel was inserted through the lumen it traveled up as far as the blockage (9.6cm proximal to the tip) and could not pass through this site. The mandrel was back-loaded from the port and it traveled through the wire lumen up as far as the blockage but could not pass through the blockage. No damage was noted with the wire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter became stuck with the guide wire. The 99% de novo target lesion was located in the moderately tortuous and mildly calcified posterior descending artery (pda). The 8mm x 1.50mm apex push mr balloon catheter was advanced to the lesion for predilatation and was inflated once. During removal, the device became 'stuck' on the non-bsc guide wire. The device and the guide wire were removed together. The procedure was completed with a different device. No patient complications were reported and the patient status is good.